Manufacturer narrative:
The reported field event of impedance and sensing anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the cause of the field event was a hybrid anomaly. The cause of the hybrid anomaly was a capacitor anomaly.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a loss of capture and sensing in 2020 that resulted in the device being deactivated. Due to device being turned off without replacement, the patient experienced a syncopal event and intervention was deemed necessary. Upon device change out, pacing impedances were found to be very high. X-ray imaging did not reveal any header-lead connection issue. A header anomaly was suspected. The device was explanted and successfully replaced. The patient was stable.